Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after placement of the stent, the stent migrated. A second stent was placed proximally and slightly overlapping. Additionally, after post stent dilatation, the patient became hypotensive requiring levophed. Three days post procedure,the patient was weaned from the levophed and placed on oral midodrine and pseudophedrine. Additionally, the patient was anemic, cause unk. Blood transfusion was given. Eight days post procedure, the patient was discharged to home with medication for continued treatment of hypotension. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The xact stent part # 82091, lot # 39506-6g.